Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege: on or about (B)(6) 2010, patient was implanted with a depuy pinnacle mom hip on his right side. After the surgery, patient experienced elevated levels of cobalt-chromium in his blood, severe pain, discomfort, and inflammation in his right thigh and groin. He also experienced a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position. He was revised in (B)(6) 2010. Doi: (B)(6) 2010 - dor: (B)(6) 2010 (right side). **(B)(6). **update** 7/3/12 - litigation papers received. There is no new additional information that would affect the investigation. Update:12/13/12 pfs was received from legal. Medical records were received from legal. Part/lot information was identified by invoice search. Records are available for further review. **update** 4/29/2013- pfs and medical records received. There is no new additional information that would affect the existing MDR decision. On 11/06/2014-updated patient harms and complaint category. Update ad 18 apr 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. There are no new allegations. After review of medical records for the MDR reportability, there is no new information. Added facility name, added associated contact (legal), updated medical history, and added stem (157011135 lot #:ee5f41) due to previously alleged elevated metal ions. Doi: (B)(6) 2010- dor: (B)(6) 2010 (right side).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).